Event description:
The patient reported experiencing elevated blood glucose in 2007 through two days later. She stated that her blood glucose measured 30 mmol/l (540 mg/dl) on original date, and she felt ill, nauseated, and had an increased heart rate. She injected insulin via pen to lower her blood glucose and she switched to her backup infusion device and changed her infusion set. Her normal blood glucose range is 4-8 mmol/l (72-144 mg/dl). The patient's blood glucose measured 3.5 mmol/l (63 mg/dl) at the time of the report. Troubleshooting did not reveal any issues with the infusion device. The patient stated that she did not believe that her elevated blood glucose was related to her infusion device. She stated that she experienced elevated blood glucose on both her primary and backup infusion device. The patient stated that she would consult with her physician regarding an insulin adjustment. Upon follow up the patient stated that she was doing well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.